Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed (via event logs). The lamp was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, to determine if the lamp was nonconforming, or past its rated life expectancy, cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that two light sources were not working. There was poor or no illumination. Additional information was provided by a company representative who clarified that the event occurred before surgery. The tabletop illuminator was not functioning. Two resettable system messages were displayed. There was no patient involvement. No additional information is expected.